Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. Investigation summary: the analysis results found that harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have cuts in the tyvek. In addition, two photos were received for review. Upon visual inspection of two photos, the following was observed: the first and second photos show a label of a product code harh361, lot # r9564x with expiration date 2023-11. Picture with issue was not received. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, one of the set up girls went to open a harmonic ace harh36 this morning, opened the sealed side sticker, and found the product had been cut into. There was no damage to the primary package (on the outside box). There were cuts in the tyvek. No damage could be seen on the device. There was no patient consequence.